Manufacturer narrative:
The product was returned for analysis. Iol returned adhered to surgical foam. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an that following an intraocular lens (iol) implant procedure, patient was not seeing well, reading ok, anything after 10 feet blurry. Clinical reason was mentioned as negative dysphotopsia. The iol was exchanged for another company lens model following the initial implant procedure. Additional information has been requested.